Event description:
Caller reports that during a correlation study, the following coaguchek xs/laboratory results were obtained: 1) 2.4 inr/1.72 inr; 2) 4.5 inr/3.08 inr; 3) 3.2 inr/2.4 inr; 4) 2.4 inr/1.8 inr; 5) 2.5 inr/1.8 inr; 6) 2.6 inr/1.99 inr; 7) 3.7 inr/2.62 inr; 8) 2.2 inr/1.68 inr; 9) 2.8 inr/1.95 inr; 10) 2.4 inr/1.74 inr; 11) 2.7 inr/2.0 inr; 12) 2.8 inr/2.1 inr; 13) 3.5 inr/2.5 inr; 14) 2.3 inr/1.8 inr; 15) 3.4 inr/1.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.